Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the intervention, the light of the light source turned off. After the restart, the light source was ok. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned product, the error description provided by the customer, "during the intervention, the light of the light source turned off. After the restart, the light source was ok" couldn't be confirmed. The customer's complaint could not be reproduced despite continuous operation. By evaluation of the event log and log file the root cause of the device failure could be traced back to a defective nir-led driver board, which caused a component fault and thus impaired the functionality of the entire system. The event is filed under internal karl storz complaint ID: (B)(4).